Event description:
It was reported to philips that the heartstart mrx defibrillator showed a message of "not tested" on the charge button and shock button when carrying out tests on the monitor using paddles. There was no patient involvement.